Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging an issue with air bubbles in the insulin cartridge/infusion set tubing. The reporter stated that even after changing out the cartridge and infusion set multiple times the air bubble issue still occurred. There was no reported adverse physical event associated with this complaint. This complaint is being reported because the presence of air bubbles or a leak in the cartridge can result in under delivery of insulin to the patient.